Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a routine device replacement procedure the superior vena cava (svc) of the right ventricular (rv) lead may have been damaged. It was noted that the lead was disconnected and reconnected multiple times during the device replacement procedure. The new device is not recognizing the lead due to high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.